Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a check final line. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The caregiver (cg) reported a check final line alarm on the homechoice (hc) machine during prime. The technical service representative (tsr) instructed the cg to push in and turn spike in the final bag. The tsr then advised the cg to press go to restart prime. The cg confirmed the prime completed with no further issues. On (B)(6) 2010 product surveillance spoke with the home patient (hp) who stated a compact exchange device (cxd) was used to assist with spiking the bags. The hp stated he hasn't had any further issues with set up. The hp stated he was doing fine with therapy. No additional information is available at this time.